Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has pain and visit clinic. Reason for revision was metal on metal.

Manufacturer narrative:
An event regarding disassociation and wear involving a metal head was reported. The event was confirmed through a clinician review of medical records and a mar. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). A stain was observed on the head, likely from the decontamination process. Damage was observed on the distal surface, consistent with contact against the stem. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the stem. Dimensional & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis a material analysis has been performed. The report concluded: damage was observed on the stem trunnion and head taper, consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1586 alloy, the head was consistent with astm f1537 alloy, and the debris was consistent with a corrosion product, biological material, and the stem base alloy. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: review of these records confirms damage to the trunnion of a tha femoral stem and head taper occurred. Material analysis concluded that the damage was caused by wear mechanisms associated with loss of taper lock between the stem trunnion and femoral head. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of a recall. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient has pain and vist clinic. Reason for revision was metal on metal.

Manufacturer narrative:
Additional information: recall (if recall number is given) or correction/removal number. An event regarding disassociation involving a metal head was reported. The event was confirmed through a clinician review of medical records. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the primary harm involved is loss of taper lock between the femoral head and trunnion on a well fixed primary hip stem. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient has pain and visit clinic. Reason for revision was metal on metal.